Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): product ID 457453, implantable pacing lead, 2013-(B)(6), (B)(4).

Event description:
It was reported that the ventricular lead was intermittently pacing and was oversensing. The sensitivity was reprogrammed. The leadis still in use. No patient complications have been reported as a result of this event.